Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: the display was dim, fading and reddish in color. Unrelated to the display issue, the battery compartment was cracked from the threads to the seal case. The keypad cover was intact and the down button responded intermittently to testing. The keypad cover was removed and contamination was observed under the contrast, up and down button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim and that changing the battery and contrast setting had no effect. The reporter denied moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.